Manufacturer narrative:
Device was used for treatment, not diagnosis. Fixation of greater tochanter using an ao trochanteric reattachment device (ao trd) in arthroplasty for intertrochanteric femur fracture of elderly patients. Hip & pelvis, volume 25, issue 4, pp. 274-279 (2013). This report is for unknown ao trochanteric reattachment device, unknown quantity, unknown lot. (B)(4): for revision to remove devices due to irritation. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: kim, w.y., kim, y.y., jeong, j.j., kang, d.j. (2013). Fixation of greater tochanter using an ao trochanteric reattachment device (ao trd) in arthroplasty for intertrochanteric femur fracture of elderly patients. Hip & pelvis, volume 25, issue 4, pp. 274-279. Korea. The purpose of the study was to evaluate the efficacy of the trochanter reattachment device (trd) as a firm internal fixation method for bipolar hiarthroplasty in unstable intertrochanteric femur fractures in elderly patients. The study was conducted between september 2010 and april 2011 and included 19 patients (18 female, 1 male) with an average age of 80 years (range 68-91 years). The original study group included 45 patients; however, only 19 were able to be reached for follow-up. Each of the patients presented with complicated fractures and varying degrees of osteoporosis. The following complications were reported: - three patients required remjoval of the trd due to irritation of the proximal femur. This is report 2 of 2 for (B)(4). This report is for unknown trochanter reattachment devices.